Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported left side rupture. Healthcare professional reported capsular contracture, baker grade iii/IV. The device remains implanted.

Event description:
Patient reported "rupture". Later patient reported "capsular contracture baker grade iii-IV". Later healthcare professional reported "has clinically pain". Later healthcare professional reported intense pain, with redness and local heat (mastitis), which improved with anti-inflammatory. This record is for the left side. Treatment: repositioning + prosthesis capsulectomy. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, b7, d1, d2a, d4, g4, h4, h.6. The event of inflammation and tissue irritation are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.